Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust/check belt messages) was isolated to the white pulse wire being pinched at ECG 1 and 2 cable. The root cause for the pinched wire was excessive force. There was no adverse event that resulted from the damaged belt.